Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that the physician intended to use a resolute onyx rx drug eluting stent in the distal lad exhibiting an acute proximal bend with tortuosity. The lesion was pre-dilated with a non mdt balloon. Device was prepped and delivered to the proximal point of the lesion. Resistance was noted while attempting to torque. The device failed to cross the lesion and strut fracture was noted. The procedure was completed with another resolute onyx device which crossed and was deployed. The damaged device was discarded. The patient is reported as being fine.

Manufacturer narrative:
Additional information: the reported strut fracture was noted after the stent was removed from the patient. Correction from initial MDR in that notified date should be (B)(6)2017. If information is provided in the future, a supplemental report will be issued.